Event description:
On (B) (6) the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the pt on (B) (6) 2010 and obtained the following info. The pt informed the mss that he felt the subject meter was reading inaccurately high in addition to erratic. The pt reported that on (B) (6) 2010 at approximately 3:00 or 4:00am he woke up feeling shaky, sweaty and jittery. At the onset of symptoms he tested his blood glucose 3 times and obtained readings of "496, 375 and 220 mg/dl" with the subject meter, performed within 1 minute of each other, based on statistical methodology, the calculated difference of those glucose results exceeds the expected value of <=20%. Despite the alleged inaccurate results, the pt claimed he knew his blood glucose was low and therefore immediately treated self with food and drink. The pt claimed that he felt better afterwards. The pt reported that he purchased the subject meter during the first week of (B) (6) 2010. Since he began testing with it, the pt claimed he consistently obtained readings in the "200 and 300 mg/dl" range which he felt were high. The pt claimed that prior to purchasing the subject meter, he had not tested his blood glucose for a couple of years. On the afternoon of (B) (6) 2010, the pt claimed he scheduled an appointment with his physician as a result of the high results he was obtaining with the subject meter. The pt denied being tested on another blood glucose monitor during the visit. However, stated that his physician advised him to take a couple of different oral medications (metformin and other name not known) in addition to the januvia and glimepiride he was already taking. The pt reported that on the evening of (B) (6) 2010 he obtained a result in the "300 mg/dl" range with the subject meter and then took the add'l medications his doctor advised him to take. The pt feels the new oral medication may have contributed to the low symptoms he woke up to on the early morning of (B) (6) 2010. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.